Event description:
During the procedure, the perfusionist noticed the level detector did not alarm when the actual blood level was below the sensor pad attached to the reservoir. The sensor was changed out but the problem remained. The sensor module was replaced for another module. The problem cleared. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 level sensor. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. During the procedure, the perfusionist noticed the level detector did not alarm when the actual blood level was below the sensor pad attached to the reservoir. The sensor was changed out but the problem remained. The sensor module was replaced for another module. The problem cleared. There was not report of pt injury. Sorin group (B)(4) received the device for eval. Visual inspection did not reveal any abnormalities. During functional testing, the problem was reproduced. The operational amplifier and a component that acts as a buffer between the level sensor and the processor, was defective. Sorin group (B)(4) considers this a rare event. The device has been marketed since 1994 and only one other report has been made regarding this issue. No further action is deemed necessary. The facility filed a vigilance report with the county competent authority. This medwatch report is filed as a result of this action.